Event description:
It was reported that during a new system implant there were sensing and thresholds issues that were thought to be due to the setscrew connection. The physician was not confident in the device, so decided to use a completely new system. The device and leads were not used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies, and the setscrews moved freely in both directions. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of sensing and thresholds issues at implant that caused this system not to be implanted.

Event description:
This report is being filed with analysis details.